Event description:
Hypoglycemia [hypoglycemia] the dose of the pen was not accurate which caused the patient injecting excessive dose of insulin [incorrect dose administered by device] the pen had quality issue [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemia" with an unspecified onset date, "the dose of the pen was not accurate which caused the patient injecting excessive dose of insulin" with an unspecified onset date, "the pen had quality issue" with an unspecified onset date, and concerned a female patient (age: not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date to unknown date due to "device therapy". Medical history was not provided. Concomitant products included - insulin(insulin) the patient brought the suspected novopen 4 (batch no.(B)(4)) from a drug store, and started using it from an unspecific date. It was reported that novopen 4 had quality issue, and the dose of the pen was not accurate which caused the patient injecting excessive dose of insulin on an unspecific date. This lead to the patient experienced hypoglycemia on unknown date. The patient was hospitalized due to hypoglycaemia. The patient stopped using novopen 4 and changed to use novopen 5 since unknown date. Action taken to novopen 4 was reported as product discontinued. The outcome for the event "hypoglycemia" was recovered. On unknown date, the patient had discharged from hospital. The outcome for the event "the dose of the pen was not accurate which caused the patient injecting excessive dose of insulin" was not reported. The outcome for the event "the pen had quality issue" was not reported. Name: novopen 4. Batch number: (B)(4). (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. Reporter's comment: the reporter refused to send the sample to company for investigation. Final manufacturer comment: 31-mar-2015: as novopen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4).

Manufacturer narrative:
Evaluation summary: name: novopen4, batch number: (B)(4). (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. Name: insulin, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category.